Event description:
Caller reported test results in the 200's mg/dl on the freestyle meter while experiencing symptoms of hypoglycemia. Customer's friend found pt unconsious in their home. Friend called paramedics and fed customer applesauce and soda until the paramedics arrived. No other treatment was administered.